Manufacturer narrative:
Door alignment has been altered from daily wear and tear, causing the door not to securely catch against the door post. As a result, the door swung open under pressure.

Event description:
Sterilizer's door flew open during a pressurized cycle and lifted off the counter onto the floor. Employee hurt wrist as the unit left the counter. Placed ice on wrist, no med treatment taken at the date of the report.